Manufacturer narrative:
Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A kink was observed on the catheter tubing approximately 40.9cm from iab tip. Additionally a kink was observed within the membrane on the inner lumen approximately 22.9cm from iab tip. The optical fiber was found to be broken at this location. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, arterial waveform was lost and a fiber optic sensor failure alarm occurred. The nurses were able to transduce the inner lumen, and the arterial waveform became present. There was no patient harm or adverse event reported.